Manufacturer narrative:
Pc-(B)(4). Date sent: 3/11/2022. Batch # unk. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with the upper jaw broken at the closure slot. All pieces were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional information was requested, and the following was obtained: did the electrode ceramic separate or break off? =>the hinge of the device broke. No further information will be available. Did the I blade get damaged or break off? => no further information will be available. Is the jaw damaged but not broken off? => no further information will be available. Is the top jaw loose but not detached? => no further information will be available. Is the top jaw ptc material damaged? => no further information will be available. Is the black ptc in the upper jaw detached? => no further information will be available. Is the top jaw broken off the of the device? => no further information will be available."

Event description:
It was reported that during a laparoscopic adrenalectomy, the hinge broke when the nurse cleaned the device, and the jaws became not to open/close. The issue occurred after the device was used for 2.5hour. The device has been taken out from the trocar with the jaws opened. The device did not clamp the forceps. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.